Manufacturer narrative:
On (B)(6) 2021 an immucor field service engineer inspected echo lumena instrument serial number (B)(4) at the customer site. The immucor field service engineer performed an unexpected reaction checklist. Immucor advised customer that the issue appears to be sample related. Customer advised of the following limitation 12 in the package insert: some igg antibodies have been shown to react poorly in solid phase red blood cell adherence assays. These include examples of antibodies to bga, bgb, kna, csa, yka, jmh, mcca, ch and rg. The internal immucor record for this event is (B)(4).

Event description:
On (B)(6) 2021 a customer reported that a patient had a suspected febrile hemolytic reaction when receiving part of one blood unit that was electronically cross matched based on negative echo lumena screen result.